Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field rep that the warmer head of an iw932aek cosycot infant had stress cracks on its upper casing. This was noticed after use on a pt. The hospital technician has disseminated the updated cleaning instruction to all hospital staff to stop any further stress cracking incidents. No pt consequence was reported.

Manufacturer narrative:
(B)(4).the warmer head of an iw932aek cosycot infant warmer was not returned to fisher & paykel healthcare (fph) for visual inspection. Fph requested photographs and specific details of the type of cleaning solutions routinely used by the hospital to clean and disinfect the surface of the warmer head. Results: the hospital reported that their iw932aek infant warmer head had stress cracks on its upper casing. Photograph provided by the hospital revealed crazing and cracking of the top portion of the warmer head. The hospital also advised that cleaning agents such as cutan gentle wipes and actichlor tablets were used to clean and disinfect the warmer head. The latter is an effervescent chlorine releasing tablet containing hazardous substances such as sodium salt of dichloro-triazinetrione and adipic acid. Conclusions: the cause of crazing and stress cracking of the upper head casing of an infant warmer is likely to be a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic of the infant warmer. It is possible that seepage of cleaning solution between the upper and lower head casings resulted in a weakening of the plastic over time. Fph infant warmer cleaning instructions specifies proprietary cleaning products to avoid particularly those containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with greater than 30% alcohol base. As part of continuous improvement, we have since revised our cleaning instructions recommending specific proprietary cleaning wipes and separately highlighted via diagrams areas on the warmer where polycarbonate plastic is found. The hospital technician has disseminated the updated cleaning instructions to all hospital staff to stop any further stress cracking incidents.